Event description:
It was reported that during an unrelated patient procedure for skin cancer a cauterization tool was used by the attending dermatologist and the patient noted a shocking sensation occur in their neck area. The patient's device was not placed into surgery mode during this procedure. Following this procedure, the patient was no longer able to connect their programmer to their ipg. Trouble shooting attempts by a manufacturer representative failed to recover the ipg. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
It was reported that during an unrelated patient procedure for skin cancer a cauterization tool was used by the attending dermatologist and the patient noted a shocking sensation occur in their neck area. The patient's device was not placed into surgery mode during this procedure. Following this procedure, the patient was no longer able to connect their programmer to their ipg. Trouble shooting attempts by a manufacturer representative failed to recover the ipg. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.